Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced a damaged open package where sterility is compromised. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: this is a report about a packaging defect of wingset pbbcs. According to the customer's verbatim report, four packages were not glue-sealed in a shelf carton.

Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced a damaged open package where sterility is compromised. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: this is a report about a packaging defect of wingset pbbcs. According to the customer's verbatim report, four packages were not glue-sealed in a shelf carton.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-02-08. H6: investigation summary: bd received 4 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for open packaging was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for open packaging with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode open packaging. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced a damaged open package where sterility is compromised. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: this is a report about a packaging defect of wingset pbbcs. According to the customer's verbatim report, four packages were not glue-sealed in a shelf carton.